Manufacturer narrative:
The reported issue was not duplicated during on-site troubleshooting. No part was replaced. The investigation consists of evaluation of received device logs. Event logs show that set ventilation mode was prvc (pressure regulated volume control). This is a controlled ventilation mode that automatically regulates the pressure to deliver a pre-set tidal volume, but limited to 5 cmh2o below the set upper pressure limit. The logs show that alarms for high airway pressure and "regulation pressure limited¿ were frequently generated throughout the 2 days of ventilation. In prvc the "regulation pressure limited" alarm is generated when the set volume is not attained due to the imposed restriction of the set upper pressure limit (-5 cmh2o). The high pressure alarm is generated when the upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. These alarms will lead to that delivered tidal volumes being lower than the pre-set tidal volumes and may be experienced as the ventilator not delivering adequate tidal volumes. Our conclusion is that there was no ventilator malfunction at the time of event. The experienced problem was attributed to the user or clinical setup related to the parameter settings, alarm limits in relation to most probably an increased resistance in the patient circuit which as a consequence triggered the high airway pressure alarms and caused the ventilator to trigger expiration phase earlier and thus not being able to deliver the set tidal volume.

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator was no delivering tidal volumes while it was connected to a patient. There was no patient harm. (B)(4).